Event description:
It was reported that, in 2009, the patient had her implantable neurostimulator (ins) replaced due to difficulty charging. One year after implantation, the patient's new ins "quit working." The patient noted that she experienced a loss of therapeutic effect from her ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: extension model 3708240 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; programmer model 37742 serial# (B)(4); programmer model 7435 serial# (B)(4); lead model 389033 lot# j0455168v implanted: (B)(6) 2005 explanted: na; lead model 389033 lot# j0454697v implanted: (B)(6) 2005 explanted: na.